Manufacturer narrative:
Evaluation summary: the facility representative reported occlusion alarms. Information was not provided regarding whether or not the failure occurred during a patient infusion. The pump was evaluated by a baxter service technician. Inspection of the device found that the occlusion alarms were caused by a broken door assembly.review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The device was returned for service. During service by baxter, a broken door assembly was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.